Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt pre-op on 2/4/97. On 2/6/97, "check iab cath" and "leak" alarms sounded from the pump. No blood was noted then. When the dr removed the iab, a lot of difficulty was encountered. After the iab was removed, a large clot was noted in the membrane. No second iab was inserted. As a result of the event the pt had decreased pulses. On 3/11/97, datascope was notified that there were no complications from the event and currently the pt is stable. Event complications: decreased pulses - rpt'd 2/12/97; none - rpt'd 3/11/97. Pt current status: stable - rpt'd 3/11/97.